Event description:
It was reported the device reached eri (elective replacement indicator) at three months post implant. The battery voltage was 1.9 volts and impedance was 3788 ohms. The device measured a lead impedance of less than 100 ohms with no capture. The device was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported the device reached eri (elective replacement indicator) at three months post implant. The battery voltage was 1.9 volts and impedance was 3788 ohms. The device measured a lead impedance of less than 100 ohms with no capture. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) preliminary analysis revealed a no output and no telemetry condition. Low battery voltage and high current drain were confirmed. The high current drain was the result of current leakage internal to a tantalum capacitor.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.